Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation." Device remains implanted. Left side.

Event description:
Healthcare professional reported "left side deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: delamination of the valve, opening curved on anterior, creases fold and wear abrasion. Leak test and microscopic analysis were performed which identified: delamination total of the valve and striated opening on anterior. Based on the device analysis the final assessment is a striated opening on anterior side assessed as surgical damage, a delamination total of the valve (adhesive failure)".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.1.

Event description:
Physician reported "incompetent valve" observed during surgery.